Event description:
On (B)(6) 2010, therakos received a report of a blood leak during cycle one buffy coat. Customer stated the treatment was aborted and no volume from the kit was returned to the pt. Customer stated no damage was visible on the bowl when the bowl was removed from the centrifuge. Customer stated the blood leak presented as a fine mist on the inside wall of the centrifuge, with no blood visible at the floor of the centrifuge. Customer had heart transplant. Pt¿s vitals were stable. Customer estimated pt blood loss at 50-70 ml.

Manufacturer narrative:
A review of the lot file for y724 was performed. This lot met all release requirements. The complaint investigation was performed on the return. Customer¿s complaint was verified. Corrective actions were taken to reduce the occurrence of centrifuge bowl leaks. (B)(4).